Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer description of the event being reported: the pump set broke at the junction between the top caresite and the blue piece, resulting in a chemotherapy medication spill. The tubing was noted to have a complete break at that location. The affected set was disposed of to reduce exposure risk, and the device is not available for return. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided; however, one (1) photograph was submitted for evaluation. The photograph was evaluated, and a proper evaluation could not be performed from the evidence in the photograph provided. Therefore, the reported defect was not confirmed. Further investigation of the complaint is not possible. The actual defective device is a valuable tool in investigating the cause of this incident. In the future, if this incident occurs again, please retain the sample so that a complete investigation can be performed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.